Manufacturer narrative:
No damages or defects were noted to the fluid path components that would contribute to pain during insertion. Upon inspection of the fluid path, the soft cannula was observed to leak from a tear in the exposed portion of the soft cannula. It could not be determined when or how the damage occurred or if the damage contributed to the reported event. The exact cause of the reported pain during insertion could not be determined. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose levels read ¿high¿ (> 27.8 mmol/l) (> 500 mg/dl) while wearing the pod. Patient felt pain during pod insertion and removed the pod after 6 hours of wear. A new pod was applied for treatment. The device was returned and investigated. Investigation found a tear in the pod's cannula.